Manufacturer narrative:
Information indicates that lead return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited conductor fracture, which was verified via x-ray and fluoroscopy, as well as pace impedance high out of range. Also, the patient exhibited a perforation of the heart wall. The lead was explanted and replaced. No additional adverse patient effects were reported.